Manufacturer narrative:
There were two units associated with this complaint. These were returned for evaluation. It was visually confirmed that product packaging was punctured possibly by the teeth of the blade. This issue may have occurred during transit.

Event description:
It was reported that product packaging showed small puncture marks. No adverse consequences were reported.